Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon used a 5110 trocar and found the obturator had a torn outer seal. The surgeon completed the case with a new 5110 trocar. There was no consequence to the pt.